Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a pocket revision on a superficial skin layer. Then, something happened over the next few days to the incision site; therefore, the patient will undergo another pocket revision. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received that the s-ICD was explanted for infection. No additional adverse patient effects were reported.